Event description:
Infusion nurse was inserting the bard midline catheter as a PICC line into the right median cephalic vein under ultrasound (u/s) guidance. The nurse easily accessed the vein and achieved immediate blood return. The guidewire advanced smootly and without resistance. The catheter was then advanced an upon advancing it appeared to buckle as seen on u/s. The procedure was aborted and the device was removed. Upon inspection of the device, approximately 4 cm appeared to be missing from the catheter. Xray of the arm confirmed the presence of a possible catheter fragment. Under local anesthesia, the physician made an incision and removed the remainder of the catheter from the patient's arm. The patient did fine. No further problems were noted on his arm.what was the original intended procedure?PICC line for long-term antibiotics.device #1is this a laboratory device or laboratory test?no.